Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen was dimming over the past month and could only be read in a dark room. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings:during testing, the display screen was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration. Unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. The keypad cover was fully intact; no damage or peeling was observed. The keypad cover was removed and contamination was found under all key contacts.